Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, after t1 of the fast-fix 360 was implanted, t2 fell off. Surgery was completed with a back-up device, however, it is unknown if there was any delay. No further complications were reported.

Manufacturer narrative:
H2: additional information: a1, a2. A3, a4, b5 and h6: health effect - impact code.

Event description:
It was reported that, during an arthroscopy, after t1 of the fast-fix 360 was implanted, t2 fell off from the meniscus. Both t1 and t2 were removed from the patient by grab. Surgery was completed with a back-up device, however, it is unknown if there was any delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection showed the device was returned in the original packaging with the batch number of the complaint on the label. The t1 was returned off the needle but still attached to the suture. T2 is still in place on the needle. The knot is not tightened down. The actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. A functional evaluation showed the actuator moved to the tip and back to the pre-t2 position. It then pushed the t2 off the needle and continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.